Event description:
Caller reported compact plus system 1 blood glucose result of 3.4 mmol/l compact plus system 2 blood glucose result of 6.7 mmol/l within 10 minutes. No information given which result was from which system. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for compact plus system 1, medwatch with (B)(6) is for compact plus system 2.